Manufacturer narrative:
Catheter was received and a visual inspection was performed. The balloon burst was confirmed. It burst circumferentially and all pieces are accounted for. In the report it states that the balloon burst at 3-4 atm. The labeled rbp for this catheter is 2 atm. Over pressurization of the balloon can cause a balloon burst. This device was also being used off label for a bioprosthetic valve. A comparative catheter of the same catalog number was pulled and tested for rbp. The catheter was taken to the labeled rbp of 2 atm with no issues. It was then inflated until failure, which occurred at 3.5 atm. There is a warning in the instructions for use that states - "caution: do not exceed the rbp. An inflation device with pressure gauge is recommended to monitor pressure. Pressure in excess of the rbp can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath."

Event description:
As per the report from bis - "case was a pulmonary artery angioplasty and the balloon ruptured longitudinally in the pulmonary artery. Physician was able to snare and remove the fragmented piece left behind. Patient is fine." On (B)(6) 2017 update - "in an email from the account: an inflation device with pressure gauge was used. The balloon burst at about 3-4 atm. The shaft was not kinked. A 0.025 super stiff guidewire was used. A vida balloon was used to complete the procedure. Regarding the patient anatomy the account noted: yes, it was unusual as the tyshak ii was used on a bioprosthetic valve."